Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of a combination of aseptic loosening between the femoral component and the bone and prosthesis wear. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contribution of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2016, a (B)(6) y/o, female patient with a bmi of 23.6, underwent implantation of a insert tibia logic ps sz2 9mm. On (B)(6) 2019, approximately 41 months post implant, the patient underwent revision due to aseptic loosening/ poly wear.

Event description:
As reported via legal notification, the patient started to have pain and felt their knee become loose and unstable. The exam showed a large effusion with increased laxity. The patient was tested for infection which came out negative. Approximately 3 years and 5 months post the initial right total knee arthroplasty, the patient was revised due to aseptic loosening and poly wear. The femoral component and poly were exchanged. Marked polyethylene induced synovitis was noted. The femur was noted to be grossly loose. No further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b4, h6 problem code. This follow-up report is being submitted to relay additional information. The following sections were updated: h6 component code, impact code and clinical code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d4, h4, h6 MDR section codes updated/corrected: a, b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contribution of loosening, instability, and prosthesis wear to the sequence of events cannot be determined and potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.